Manufacturer narrative:
Valve not available for evaluation because it was not explanted. No further information available or expected, thus not expecting to have a follow-up report.

Event description:
Patient presented to hospital for an emergency operation. The patient had a mitral valve replaced with an on-x valve over a year ago. The patient stopped taking warfarin and wound up with an emergent operation. When the surgeon opened the atria, he found a clot covering most of the valve. However, when he tried to remove the clot the entire clot came free in one piece. It had the shape of the inlet portion of the valve and was not adhering to the valve anywhere. The surgeon removed the clot and after evaluating the valve and seeing nothing was adhering to the valve he left the valve in place and closed the patient leaving the on-x mitral valve in place. Patient recovered.